Event description:
During a gastrostomy procedure, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set. While pulling the device through the incision, the tube disconnected from the connector inside the stomach. A snare was used to remove the disconnected tube from the pt. A device made by another company was used to complete the procedure. A section of the device did not remain inside the patient's body. Other than the physician using a snare to grasp the tube and pull it out the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this reported complaint device because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Our investigation of the three sealed devices and one prior to use device returned is as follows: in our investigation all four returned devices were tensile tested in the laboratory and passed the minimum tensile requirement. For the unsealed prior to use device, the major and minor barbed outer most diameters (od) were measured with calipers on the connector. The major barbed outer diameter (od) measured to be within the specification. The minor barbed outer diameter (od) measured to be within the specification. For each of the three sealed devices, the major and minor barbed outer most diameters (od) were measured with calipers on the connector. The major barbed outer diameter (od) measured to be within the specification for each device. The minor barbed outer diameter (od) measured to be within the specification for each device. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. Tensile testing was performed on similar devices from the same connector lot as the provided lot for this report. All products tensile tested above the requirement. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Feeding tube separation can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.